Manufacturer narrative:
Investigation included technical support troubleshooting and device setting verification. Investigation of this case revealed a temporary transmitter communication issue resolved through correct configuration and re-pairing. It was concluded that the event was related to a transient cgm transmitter or communication issue, and the device functioned as expected after reconfiguration.

Event description:
It was reported that a dexcom g6 continuous glucose monitor paired with the dexcom app but experienced signal loss and was not paired with the ilet, accompanied by a sensor error alert; user education and troubleshooting were performed to toggle g6/g7 settings and re-enter the pairing code and transmitter serial number, after which pairing completed and glucose data displayed on the ilet. Symptoms included no adverse clinical effects. Outcomes included no impact on activities of daily living.